Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) inspected remotely and confirmed that system unable to boot. Upon troubleshooting, rse found that disk problems on flex spot pc. To resolve the problem, rse rerouted the disk bay cables. After the repairs completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.